Event description:
It was reported that this device was used with a ptca catheter and that it became stuck inside the catheter. Upon extrication of the guidewire it was observed that the coating was peeling off.